Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and the initial reporter's email address. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that electrogram (egm) review of the cardiac resynchronization therapy defibrillator (crt-d) system revealed intermittent non-capture on this left ventricular (lv) lead. Lv threshold was 4.5v @ 2ms, and output was programmed to 4v @ 2ms. It was noted that a 23-min ventricular episode was stored with one burst of anti-tachycardia pacing (atp) and one 14j shock, which converted the arrhythmia. The therapy appeared appropriate, and the ventricular rate had started below the initial therapy zone of 170 beats per minute (bpm). The health care professional (hcp) was referred to cardiology. This crt-d remains in service. No adverse patient effects were reported.